Manufacturer narrative:
The returned sensor was evaluated which included functional testing. During this testing the unit passed continuity testing and provided accurate measurements during simulation tests. The sensor functioned as designed, however, did not pass visual inspection due to a torn outer jacket at the bend relief area of the sensor end. The exposed outer shield does not carry any electrical current; therefore, it is not capable of causing a burn to the patient. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data: (model #) updated from "1863" to "21449", (catalog #) updated from "1863" to "2224".

Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported a patient burn and that the jacket of this cable is split right at the strain relief.